Manufacturer narrative:
There is a known malfunction with the (B)(4) software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with (B)(4) software. Customers and retailers have been notified through the adc fa21dec2006 letter. It should be noted: the date of manufacture of the meter (serial no: (B)(4)) is unknown. The date listed in (B)(4) is the date abbott diabetes care became aware of the issue.

Event description:
Customer reported receiving an e-6 (658) message on the display of her precision xtra blood glucose meter. It was then additionally identified by adc customer service that the date and time settings in her meter were not properly set, and they reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.